Manufacturer narrative:
(B)(4). Date sent: 10/31/2024 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: is the current patient status known? Patient was released from hospital the next day. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). There was no change in care. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the additional information states" the patient went home the next day". Was this overnight in the hospital planned or did the patient have to stay overnight due to the event during the procedure? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown transplant procedure, after firing pvs on additional renal artery branch, without full visualization of the artery, the vessel started bleeding. Surgeon proceeded to fire on main renal artery and vein without issue. Surgeon grabbed the bleeding artery to control, then put a few additional wick and metal clips on vessel to stop bleeding. During inspection of the staples on first firing they were mangled and malformed. There were multiple clips and a rubber catheter close to the initial firing. They discussed possibility of clip being partially in jaws of device during initial firing as two subsequent firings were perfect. The surgeon inspected the reloads during collection and notice malformed staples on the first reload but none on the two after. Reloads were collected. Doctor acknowledged that he could have hit one of the weck clips posteriorly when he fired the first firing. The procedure was completed successfully with a delay of 10-15 minutes. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent 11/13/2024. D4 batch #881c45. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one (B)(6) reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number 881c45, and no non-conformances were identified.